Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported that he had his system removed in (B)(6) 2015 because it bugged him during physical therapy. The patient did not use the implanted system enough to have a reason to keep it. There were no reports of device issues. The patient's medical history is unknown. Follow-up is not required at this time and there is no further information related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.